Event description:
Clinical trial. It was reported that eight days following a coronary artery stenting procedure, the patient experienced a myocardial infarction. At the time of the index procedure, the patient presented for treatment with an acute myocardial infarction. The 3.5x16mm express2 stent was implanted in the proximal lad (left anterior descending). The patient returned eight days following the initial procedure with myocardial infarction. The patient was treated with the balloon angioplasty and discharged four days later. The investigator reported the relationship of the event to the device as "probably".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.